Manufacturer narrative:
The device was evaluated by ventec where the reported issue of low inspiratory pressure was confirmed. Ventec replaced the blower to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the blower. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer returned their device to ventec for unrelated repairs. During the device's evaluation, ventec observed that its inspiratory pressure was low. There was no patient involvement associated with the reported event.